Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two prostyle devices after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, when deploying the device it was difficult to open the foot at the level of the femoral artery. A second device was used but a suture break occurred. A new third prostyle device was used to achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.